Manufacturer narrative:
(B)(4). Product analysis:the first thread of the bone screw is damaged. There are witness marks around the threaded area and the crest of the thread is folded inward. The is consistent with misalignment.

Event description:
It was reported that patient underwent surgery due to lumbar degenerative disc. Intra-op, screw was implanted and while mounting the screw plug on the screw, the plug was found to be cracked. The surgeon replaced the plug with a new one but the issue occurred again. There was no fragment inside the patient's body. The doctor had to explant the screw and replace it with a new screw and a new plug. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.